Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. The previously filed report was incorrect because the repair evaluation was not done at the time the report was filed. The internal battery was not replaced to address the issue. The report is now updated with the results of the investigation of the manufacturer. The entire device was sent to the manufacturer for further investigation. The manufacturer reviewed the event log from the trilogy evo, australia device and an error code related to the charging of the internal battery was observed. The manufacturer then removed ac power and ran therapy on battery power until both the internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity without issue. After further review of the event log from engineering, it was noted that this is an occurrence of false soft power fail. The manufacturer then reinstalled the batteries in the device, placed a red cap on the outlet port of the device and started therapy in CPAP mode at 25 cmh2o and after 10:55 minutes simulated a breath and the device started alarming for batteries completely depleted while the batteries were fully charged. The device then corrected itself and then would show the correct charge level of the batteries. Product investigation laboratory concluded that this occurrence is a software issue with the device. The device software was updated to address the issue.